Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged due to the patient having twiddler's syndrome. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted that the lead was very twisted from the terminal legs to the suture sleeve sight. Additionally, cuts in the lead insulation were noted and the proximal spring electrode was stretched. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm the allegation through analysis as the lead body being twisted is consistent with twiddler's syndrome.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.